Event description:
Pt was using a medtronic paradigm minimed pump for treatment of type 1 diabetes. After a hospitalization in 2008 and in early 2009, we were told that his abdominal area could be becoming insulin resistant and to use other infusion sites. Pt changed infusion sites as directed and saw his endocrinologist the next day. Approx four months later, pt was found dead in his home. Coroner has ruled the death a result of sequel diabetes mellitus. Two boxes of additional supplies were donated to the diabetes association. Two months later, we received a notification from medtronic that they were issuing an urgent medical device recall for quick set infusion sets, models mmt399 - lots starting with 8. We opened 2 boxes of supplies and found that they were in the lot number specified. Dose or amount: new infusion. Frequency: every 3 days. Dates of use: 2008 - 2009. Diagnosis: type 1 diabetes. Daily treatment of insulin delivery through medtronic minimed paradigm insulin pump.